Event description:
It was reported via a literature article entitled "fenestrated pedicle screws for cement-augmented purchase in patients with bone softening: a review of 21 cases" that a "patient underwent a posterior spinal surgical procedure to treat a previously failed fusion. It was reported that the patient suffered an early post-op superficial infection and transient cerebral ischemia three days post-op." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.